Event description:
Pt presented with metastatic carcinoid tumor. The pt presented for therasphere treatment with liver metastases. Pt was treated in 2000 and received approximately 146.0 gy administered to the entire liver. Pt was discharged the same day without incident. Adverse events: pt has been seen by oncologist regarding severe left upper quadrant, thoracic spine and left flank back pain for which pt was admitted to the hosp. Pt also had nausea and vomitting prior to admission. Pt was treated with IV narcotics and haldol for subsequent confusion felt to be related to narcotics. Mental status improved to baseline. Pt also seen by psychiatry during this hospitalization. Pt switched to oral pain meds: oxycontin 10mg po tid. Pain improved - felt to be, perhaps psychiatric in origin due to mental distress relative to pt's disease and social situation. Pt discharged twelve days later on prilosec and tylenol (otc) and instructed to avoid all non-steroidal anti-inflammatory drugs. Pt will be followed regarding progress. CT scan of abdomen: gastric edema. Carotid duplex scans: less than 50% occlusion bilaterally. Bone scan: abnormal uptake t10-11 region, right rib. MRI: ordered but pt unable to tolerate procedure. Head CT: negative. Echo: normal. Eeg: mild cerebral abnormality, left greater than right (attributed to over-medication). Pet scan: bone mets ruled out.